Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure system messages were displayed and the system shut down without warning. The first fault occurred during removal of viscoelastic, the second happened as they were taking the cassette out of the system to reboot. The surgeon had to borrow a system from another facility to complete surgical list for the day.

Manufacturer narrative:
The customer reported that the system displayed system message (sm) - [software error] and - [abnormal system shutdown], and then shut down without warning. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on january 14, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).